Manufacturer narrative:
One cadd legacy plus pump was received with no crack on the cases, but missing lcd pixels. There was no evidence of the reported issue in the event log. A pressure switch test was performed and the pump was visually inspected. The reported "high occlusion psi" issue was confirmed. The pressure switch was found to be activated out of the pump's manufacturer specifications. The pump was also missing lcd pixels. The downstream occlusion sensor and lcd will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited high occlusion psi and bad lcd. It was reported that there was no patient involvement.